Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a no external power event while the patient was using the mobile power unit (mpu) due to power to the mpu being interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event while connected to the mpu was confirmed via the submitted log file. The log file contained approximately 8 days ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log file captured no external power and low voltage hazard alarms due to a loss of power while connected to the mpu on (B)(6) 2020 from 7:19:12 to 7:19:15. The system controller backup battery supplied power to the system without issue during the loss of external power. The alarms were resolved when power from the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the cause of the loss of power was not determined; however, the account indicated that it may have been a patient error. The account also communicated that the mpu has a v-lock connector on the ac power cord, and that no equipment will be returned for evaluation at this time. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿ subsection ¿using the mobile power unit¿ explains how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. No further information was provided. The manufacturer is closing the file on this event.